Event description:
Consumer walked into child's room and found it filled with smoke from the vaporizer (had been on approximately 30 mins). Consumer unplugged the vaporizer and removed child from the room. Consumer opened the windows to air out the room and placed the vaporizer (which was hot to the touch) outside. No injuries or property damage. Consumer contacted the MFR and explained the incident to a rep (name unknown). Rep told the consumer that a manager (name unknown) would be calling regarding the vaporizer (unknown when). Consumer never received a response. Consumer feels that the vaporizer can be a fire hazard. Vaporizer burned the inside of the heating element. Date purchased 1/2000, age 2 mos.